Event description:
It was reported that the anesthesia workstation failed the system checkout due to the pressure being out of range. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation into this complaint has been completed. Our field service engineer investigated the anesthesia system on-site. The reported failure was reproduced, the system checkout that was performed failed. The inspiratory pressure transducer pcb was found to be the cause of the failing test. The inspiratory pressure transducer pcb was replaced. After this, the system passed the function test without deviations. The replaced pcb was not returned for investigation, it was kept and scrapped by the user. Evaluation of the received system device logs confirms the reported failure. The system checkout test failed due to the measured zero pressure offset value for the inspiratory pressure transducer being 9.9 volt instead of 2 volt, which is the normal factory calibrated zero pressure offset value. During system checkout, this offset value is measured and if the measured value is outside the allowed limit (±300mv from factory calibrated value) the test will fail. Investigations performed for this failure have found that the most probable cause of the reported failure is that the pressure sensor on the pressure transducer pcb has broken due to corrosion. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment.

Event description:
Manufacturer's reference #:(B)(4).